Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a2, a3, a4, b5, b7, d1, d4, g4, h6. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease. D1./d4./g5. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001.

Event description:
Edwards received information that a 23mm 2900 pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis and regurgitation secondary to calcification with a lvef:74%, vmax: 4.0m/s, mean pg: 40 mmhg, peak pg: 64.0mmhg and ava: 0.9cm2/s after implant duration of approximately eighteen (18) years. The patient presented with a symptom of heart failure nyha class iii. A tavr procedure was performed with a 23mm sapien3 transcatheter valve via transfemoral approach. The device was not returned for evaluation as it remained implanted.

Event description:
A 23mm sapien 3 transcatheter valve was implanted inside the surgical valve.

Event description:
Edwards received information that a 23mm aortic valve underwent a valve-in-valve procedure due to unknown reason. The duration of implant is unknown. A tavr procedure was performed with a 26mm sapien3 transcatheter valve with no adverse patient events reported. The device was not returned for evaluation as it remained implanted. Although follow up was made, no further information was available from the customer.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.